Event description:
New information received, noted that the right ventricular lead was capped and replaced on (B)(6) 2021. The patient was in stable condition post-procedure.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular lead exhibited noise and multiple false vt/vf detections and (atp) antitachycardia pacing therapies. The patient was brought into the clinic to have the device deactivated. There were no patient consequences.